Manufacturer narrative:
On 29-jan-2025, bwi received additional information indicating that all 3 catheters were inserted into the patient before the effusion was noted. The product investigation was also completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with two qdot micro¿ catheter devices and an unspecified thermocool smarttouch (stsf) device and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. The qdot catheter could not be zeroed. Error 106 force sensor error occurred. Cable replacement, catheter replacement, piu (patient interface unit) shutdown did solve the problem. There were noisy signals on the qdot signal 1/2. Switching to stsf solved the problem. It was also reported that the patient experienced a pericardial effusion. The adverse event was discovered after only inserting the catheter into the patient. No ablation occurred prior to noting the pericardial effusion. The physician's opinion on the cause of the adverse event is the procedure. The intervention included puncture and drainage of the fluid. The patient fully recovered and did not require extended hospitalization. However, the patient required surgery in the ep (electrophysiology) lab.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).